Event description:
It was reported that the patient presented to the emergency room. The patient's pacemaker was found eroding through the skin at the device implant site. The pacemaker system was explanted on (B)(6) 2026 and replaced on the (B)(6) 2026. The patient was stable.